Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during dwell 2 of 3. The hp (home patient) said that he had an alarm during the previous therapy and powered off. The technical services representative (tsr) reviewed the program and assisted in troubleshooting. The tsr went to the therapy log and there was no data for the previous therapy. The tsr advised to let the registered nurse (rn) know about the alarm. No patient injury or medical intervention was reported. During a follow up, the hp stated that he got the alarm during dwell and he wanted to do an emergency drain. The hp could not reach the hc manual and disconnected, then reconnected using the aseptic technique after he got the manual. The hp reset the hc and continued with therapy. The hp did not start over with new supplies. The hp stated the supplies were discarded and the lot number was not known. The hp did contact the peritoneal dialysis nurse (pd) (rn) the following day. The hp stated he was feeling fine.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).